Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance at the user facility. Patient involvement procedure delay, medical intervention, and adverse consequences are unknown. The user facility was unable to provide further information regarding the event.

Manufacturer narrative:
The reported device leaking was confirmed. Upon disassembly per visual inspection, broken down lubrication and corrosion were found within the device which can lead to the event.

Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance at the user facility. Patient involvement procedure delay, medical intervention, and adverse consequences are unknown. The user facility was unable to provide further information regarding the event.